Manufacturer narrative:
The reported observation of ¿high impedances¿ against the extension was confirmed. Based on the appearance of the internal wire damage it was concluded the extension was subjected to overstress. The associated ipg's therapy delivery and daily programs logs showed program status errors that indicate the ipg was unable to deliver the programmed stimulation due to the high impedance of the extension caused by the fractured wires.

Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 3006705815-2023-01078. It was reported that the patient experienced a fall resulting in high impedance related to the patients right lead extension and dbs ipg. Patient underwent surgical intervention wherein the patients dbs ipg and right lead extension were explanted and replaced on (B)(6) 2023. Therapy was restored post-operatively.